Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. And the outer insulation of the lead was observed to have blood ingression. It was note by the analyst that visual inspection found outer insulation breached in-vivo/ depression. (B)(4).

Event description:
It was reported that the lead was returned to the manufacturer after being removed due to system upgrade. The lead subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.